Event description:
(B)(4) healthcare is the initial importer of the device which is a walker. The device has not been returned for evaluation currently. A follow-up report will be filed when additional information becomes available. We are submitting this report in an overabundance of caution. The device's left leg gave way while the user was walking down the hallway. The user fell and the device landed on top of her. The nurse assisted her and she was taken to the physical therapist for evaluation. There is a concern for internal injuries as the user is on blood thinners. They are monitoring her.